Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the power pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During the annual preventative maintenance (pm) inspection on a customer's device, physio-control observed that it would power off and on by itself. There was no patient use associated with the reported event.